Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump ring is damaged. The customer blood glucose was 3.1 mmol/l. The customer said that the clear plastic ring was damaged and the insulin pump is not properly attaching to the pump. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: insulin pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer.